Manufacturer narrative:
(B)(4). The cause was determined to be due to an operator error during assembly of the tubing related to the solvent application process. To address this condition, a retraining of all operators manually performing this step will be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the tubing on their administration set had "fallen apart" at the lowest y-site. This observation was made during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation; the sample was out of the pouch and primed. Visual inspection showed that the tubing was pulled out of the out-let port of the bottom y site. Microscopic inspection showed that there was no visible solvent plow ridge or residue on the tubing end. The remaining solvent bonds were pull tested with no failures noted. The cause could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently under evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.